Event description:
It was reported that the patient's heart rate was lower than the programmed lower rate during exercise. It was further reported that there was noise and possible t wave oversensing (twos) observed in the right ventricular lead resulting in lower pacing rates. The lead remains in use. No patient complications have been reported as a result of this event. Additional information received indicated that the physician expressed concern about the atrial lead and possible intermittently capturing the ventricle lead and thought there was twos post ventricle pace, which was noted on one beat. Device reprogramming was done and the atrial and rv lead remain in use. The patient reported symptoms of shortness of breath and fatigue.

Manufacturer narrative:
Product event summary- analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's heart rate was lower than the programmed lower rate during exercise. It was further reported that there was noise and possible t wave oversensing observed in the right ventricular lead resulting in lower pacing rates. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).